Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-52 lead, implanted: (B)(6) 2013; dtba1d1 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that t-wave oversensing was observed during left ventricular (lv) and bi-v pacing. In addition, diaphragmatic stimulation was identified during the patient's visit to the clinic. Reprogramming was done for the left ventricle and right ventricle leads. The leads remain in use. No patient complications have been reported as a result of this event.